Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an episode of inappropriate shocks due to oversensing on the right ventricular channel. No other information was provided. This device remains in service. No further adverse patient effects were reported.